Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has elevated sensing integrity counter (sic) episodes. The patient underwent is ometrics and oversensing was ruled out. The lead had a steady chronic lead trending. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.